Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridge during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump if a cartridge is successfully loaded until replacement pump is received. Otherwise, the customer indicated that they would contact their healthcare provider to obtain manual injections for backup insulin therapy.